Event description:
It was reported that the bd alaris¿ extension set tubing leaked into the patient's bed. The following information was provided by the initial reporter: "our clinical team reported an issue with extension tubing ref# (B)(4) on (B)(6). Event described as ¿ blanket under patient noted to be wet. Apparent that filter tubing used for lipids (bd extension set smallborne tubing - 1.2 micron low protein binding filter) was leaking. Infusion stopped and tubing was removed.¿"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set tubing leaked into the patient's bed. The following information was provided by the initial reporter: "our clinical team reported an issue with extension tubing ref# (B)(4) on (B)(6). Event described as ¿ blanket under patient noted to be wet. Apparent that filter tubing used for lipids (bd extension set smallborne tubing - 1.2 micron low protein binding filter) was leaking. Infusion stopped and tubing was removed.¿

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter leaking while infusing lipids could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20129e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.